Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was repositioned several times to get good electrical values. It was noted that the patient had very tight and compact trabeculae "network" and maybe ipg fixation was good but contact to heart muscle was poor. The ipg exhibited oversensing and undersensing and loss of capture. Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.